Event description:
The facility representative reported an infuso.r. Pump with a condition of 'pump has been dropped and the clamp broke off'. The process step is unknown but the event occurred in the operating room. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported condition to be a syringe holder issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. That the clamp broke off was confirmed but not reproduced during product evaluation. This condition was due to the pump being dropped. The syringe holder was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.